Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller ac adapter exhibited wires were exposed near the connector. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter ((B)(4)) was not returned for evaluation. Failure analysis of the device could not be performed as the device was not available for analysis. Visual evidence of the device revealed that there were wires exposed in the cable assembly near the connector. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. If information is provided in the future, a supplemental report will be issued.